Event description:
Hyperglycaemia. Case description: this spontaneous case, reported by a consumer as hyperglycaemia, concerns a female pt treated with an innovo (insulin delivery device) (treatment dates unknown) due to diabetes mellitus (type and duration unknown). In 2006, the pt developed hyperglycaemia with a blood glucose level of 334 mg/dl while using an innovo. The pt stated that the innovo was cracked, and she switched to another innovo; however, the hyperglycaemia continued and her blood glucose level was 316 mg/dl. The pt was admitted to the hosp on the same day. During the hospitalization, it was discovered that the pt's innovo was leaking. The pt's insulin dose was increased and she was given a novopen 4 (insulin delivery device). The pt was discharged nine days later; however, her blood glucose levels remained high. The pt discovered that her second innovo was also leaking and she decided to use a syringe, whereafter, she developed hypoglycaemia with a blood glucose level of 35-40 mg/dl. The pt treated the hypoglycaemia herself.

Manufacturer narrative:
Frequenty statement: based on review of historical data from the past 24 months, the frequency and severity of occurrence for 'hyperglycaemia' and 'blood glucose increased' reported with the use of innovo is below the expected occurrence. Outcome of the event was not reported. Analysis reply: product: innovo grun. Lot no.: nw40119. Technical examinations were performed and the electronic register was checked. The device was tested with a penfill cartridge and a novofine needle mounted. The movement accuracy of the piston rod was measured. The result was within acceptable limits. There is dried insulin inside the doser mechanism. The push-button is moving slowly backwards. The observed problem could not be related to any novo nordisk processes. Product: innovo orange. Lot no.: nw40002. Technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The rubber on the dose selector is missing. Dose selection may be difficult, but dose accuracy is not affected. Case conclusion: product information (1): the dose accuracy is normal. The observed problem with the push-button is a result of accidental damage during use of the device. Product info (2): the dose accuracy is normal. The problem with the rubber on the dose selector is due to a design weakness.